Event description:
It was reported that the patient was experiencing pain with atrial pacing. An attempt was made to reposition the lead to another location in the atrial appendage. The patient continued to experience pain. It was determined the patient had a myocardial perforation. The lead was explanted and a new tined lead was place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.